Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported detachment of the tubing at the quick release while biking and sleeping. The site location was at the left buttock and the pump was located at the left side. The infusion had been in use for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.